Event description:
It was reported that the right atrial (ra) lead pacing impedances of the implantable cardioverter defibrillator (ICD) system were found to be out of range at greater than 3000 ohms. Technical services (ts) analyzed device episode data and also found a stored signal artifact monitor (sam) episode here there was respiratory rate trend (rrt) oversensing. Further monitoring and possible reprogramming were suggested. This ra lead is a non-(b)96) product. No additional adverse patient effects were reported. Currently, the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).